Manufacturer narrative:
Mitek is awaiting receipt of the device towards conducting, a failure analysis. The results of our evaluation will be the subject matter of the follow-up report.

Event description:
Our rep is reporting that during an arthroscopic knee repair, a portion of the inserter's distal tip broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded by the user facility.